Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Product ID: 3889-28, lot#: va1xhuf, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported symptoms returning shortly after receiving an epidural for her back pain. Impedance was checked and was in normal range. When nurse tried to change programs for patient, she could not feel stimulation on any program. It was noted that the patient just had a lead revised in may and patient was feeling stim appropriately after revision. No further complications were reported or anticipated.